Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor (icm) was under-sensing which lead to false pause detection. No changes were made and there were no consequences to the patient.